Manufacturer narrative:
Samples were li heparin plasma that were centrifuged for 6 minutes at 4600rpm. Samples were aliquoted and recentrifuged prior to repeat testing. Per customer, there was debris in the patient's sample which is the likely root cause for this event. Qc was within the customer's established ranges. A system check performed on (B)(4) 2011 met specifications. The customer performed a precision check after the erroneosu results and met specifications. Service was not dispatched for this event. The erroneous results are isolated to one patient.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a troponin (accutni) result of 0.12ng/ml (within the risk stratification range) for one patient's sample generated by the access 2 immunoassay system. Upon repeat, the result was 0.06ng/ml (lower within the risk stratification range) and did not meet the assay's precision claims. This result was reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.